Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav. Initially, it was indicated that during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on 11-jun-2026, additional information was received which indicated that the issue was noted during the time that the device was used on the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of 11-jun-2026. It was also reported that a pressurized saline bag was used (no pump was used). To resolve the irrigation issue, they replaced the pressurized saline solution (inject with a syringe).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).